Manufacturer narrative:
(B)(4). Date sent: 8/23/2024. D4: batch # 213c97. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60b reload was received partially fired 1/16. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. Additionally, photo was provided and it showed one packaging of one psee60a device, and two cartridges with their packaging, no more information could be obtained from the provided photo. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 213c97, and no non-conformances were identified. Additional information was requested and the following was obtained: please provide more details of type of oozing 2. How was the bleeding controlled? -unknown. 3. How much blood was lost (ml)? -unknown. Not too much. 4. Did the patient require a transfusion? -no.

Event description:
It was reported that during the lobectomy surgery. After fired, noted that a few staples formed with irregular shapes and anastomotic site was oozing. Changed another one to continue the surgery, the same problem happened again. It is unknown that how to stop oozing. There was no patient consequence reported, no additional information could be provided.